Event description:
It was reported that after revision surgery in (B)(6) 2010, device broke again.

Manufacturer narrative:
An event regarding a femoral component condylar fracture involving a mrh femoral component was reported. The event was confirmed. Device evaluation not performed as no devices were returned. Device history review not performed as a lot code was not provided. Complaint history review not performed as a lot code was not provided. Because failure modes due to component failure at the same lateral condylar section of the mrh device were virtually identical in 2010 and 2012, this provides very strong suspicion for the same underlying mechanism of component failure through external procedure-related factors. X-ray information, which is also missing in this case might help to further elucidate details of the failure mechanisms involved although the gross outline as discussed and based on the available clinical information is already clear enough to draw the final conclusion that this failure case is at minimum largely procedure-related in cause with most probably unknown patient-related factors playing an additional role while device-related factors would be very improbable. Based on the information provided, the exact cause of the event could not be determined because no devices were returned and insufficient clinical information was provided. Further information such as availability of the devices, past medical history and serial x-rays are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Not returned.